Event description:
Major pump unit(s) involved: device thrombosis.additional text: outflow valve.specific component(s) involved: outflow valve.additional text: thrombois.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): none.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: outflow valve